Event description:
This 49-yr-old female underwent breast augmentation with removal of gel prosthesis and placment of saline implants 3 yrs ago. Recently she noticed a sudden deflation on the right side, and chose to have the right implant replaced. Gross exam: the right implant is partially deflated without gross perforation identified.